Event description:
The complainant reported a ground fault error with an aic (automated impella controller) console. There was no reported harm as a result.

Manufacturer narrative:
The impella device was received from the customer on 20-jun-2022. Data analysis: aic logs were not relevant to this failure mode. Device analysis: console was tested on an engineering lab bench. The protective earth resistance test (part of iec62353 failed, surpassing the threshold of .3 ohms with a measurement of .628 ohms. This device under test would intermittently fail this portion of the electrical safety test. After replacing the power cord, the console would not fail. The root cause of the failure of electrical safety was most likely due to the ac power cord. Before sending this console back to the customer, fs was instructed to replace the cordset (6000-0138), power entry module (2100-0086) as a precaution, and perform the electrical safety test from the pm procedure (0042-7309). This report is being filed as part of a retrospective review of historical records.